Event description:
It was reported that the ilet user accidentally inserted a teflon infusion set with the adhesive backing still on, leading to an incorrectly deployed infusion set. The agent guided a site change and delivery was resumed, and replacement infusion sets were shipped. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.